Event description:
Pt obtained a blood glucose result of -500 mg/dl, while using the suspect device. Based on this result, pt reportedly self-treated by delivering 20 units of insulin lispro. Fiftteen minutes later, pt retested using the suspect device, and obtained a result of 400 mg/dl. Pt reportedly waited 5 minutes, and conducted an additional blood glucose test with a result of 88 mg/dl. No pt injury was rpeorted and no medical intervention was performed or sought. Reporter noted that pt believes that the device is producing erroneously high blood glucose results. On the day of the report, quality control testing was performed on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.